Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge would not fit onto the pump. The user successfully loaded a new cartridge. The user's blood glucose level was 160 mg/dl.